Manufacturer narrative:
The patient remains ongoing with the manufacturer's clincial trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing frequent yellow wrench and red heart alarms. The patient was placed on pneumatic support using the ip console and stroke volume limiter (svl), which resulted in the patient complaining of abdominal pain. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.